Event description:
It was reported that during a micro laryngeal surgery using the procise mlw plasma wand, the wand suction was clogging throughout the procedure. The surgeon alleged there was too much pooling at the surgical site and opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.